Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the e-sep pencil automatically powered on. The pencil was plugged into an olympus generator and sitting on the patient when it turned on. Patient suffered a minor burn. The dr. Did not believe the burn would be of concern. The procedure was completed successfully without a delay; no medical intervention was reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure, the e-sep pencil automatically powered on. The pencil was plugged into an olympus generator and sitting on the patient when it turned on. Patient suffered a minor burn. The dr. Did not believe the burn would be of concern. The procedure was completed successfully without a delay; no medical intervention was reported.